Manufacturer narrative:
The reportable event was identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Fulkerson dh, vachhrajani s, et al. Analysis of the risk of shunt failure or infection related to cerebrospinal fluid cell count, protein level, and glucose levels in low-birth-weight premature infants with posthemorrhagic hydrocephalus. J neurosurg pediatrics 2011 february; 7:147-151.

Event description:
The reviewed literature article contained a report of a patient who had a strata valve and suffered a shunt malfunction.